Event description:
While surgeon was performing a vaginal hysterectomy on a pt, a size 10 blade broke at the scalpel. All pieces were retrieved and placed in a sterile container. Retained in risk mgmt per organizational policy.